Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune thyroiditis ("auto immune disorder disease- hashimoto's thyroiditis") in a 32-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transverse sinus thrombosis and ex-smoker in 2004. Previously administered products included for asthma: albuterol; for an unreported indication: mirena in 2014. Concurrent conditions included contrast media allergy, lyme disease, multiple sclerosis exacerbation, breast tenderness, hypothyroidism, thyroglobulin antibody positive, anxiety disorder and anesthesia. Concomitant products included lisinopril since 2008. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping - changes in period (right afterimplant )"), infection ("infections "), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), amnesia ("memory loss"), mastication disorder ("trouble chewing"), dysphagia ("trouble chewing and swallowing"), nausea ("nausea,"), bacterial vaginosis ("recurrent bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced rash pruritic ("rashes on scalp with 14 of 39 excessive itchiness") and vision blurred ("blurry vision"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), libido decreased ("decreased libido"), autoimmune thyroiditis (seriousness criterion medically significant), balance disorder ("balance problems"), vertigo ("vertigo"), depression ("worsening depression"), anxiety ("anxiety"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), fatigue ("chronic fatigue"), diverticulitis ("diverticulitis"), hepatic steatosis ("fatty liver"), blood cholesterol increased ("high cholesterol"), blood triglycerides increased ("high triglycerides"), restless legs syndrome ("restless leg syndrome"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), sleep apnoea syndrome ("worsening obstructive sleep apnea"), leukocytosis ("leukocytosis"), transient ischaemic attack ("transient ischemic attack"), palpitations ("palpitations"), viral infection ("post viral syndrome"), breast pain ("mastodynia"), vomiting ("vomiting,"), hirsutism ("hirsutism") and fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced skin reaction ("skin reactions"). In 2018, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("joint pain"), bone pain ("bone pain"), paraesthesia ("the horrible sensation in hands (tingling)"), dizziness ("I feel less dizzy") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (had a bilateral salpingectomy and corneal resection performed remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and paraesthesia had resolved and the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, hypersensitivity, libido decreased, autoimmune thyroiditis, infection, balance disorder, vertigo, depression, anxiety, mood swings, rash pruritic, allergy to metals, fatigue, diverticulitis, hepatic steatosis, alopecia, vision blurred, weight increased, abdominal distension, amnesia, mastication disorder, dysphagia, blood cholesterol increased, blood triglycerides increased, restless legs syndrome, vitamin d deficiency, sleep apnoea syndrome, nausea, bacterial vaginosis, vulvovaginal mycotic infection, leukocytosis, transient ischaemic attack, palpitations, viral infection, breast pain, vomiting, hirsutism, polycystic ovaries, back pain, arthralgia, bone pain, skin reaction, dizziness and bipolar disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune thyroiditis, back pain, bacterial vaginosis, balance disorder, bipolar disorder, blood cholesterol increased, blood triglycerides increased, bone pain, breast pain, depression, diverticulitis, dizziness, dysmenorrhoea, dysphagia, fatigue, fibromyalgia, genital haemorrhage, hepatic steatosis, hirsutism, hypersensitivity, infection, leukocytosis, libido decreased, mastication disorder, mood swings, nausea, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, polycystic ovaries, rash pruritic, restless legs syndrome, skin reaction, sleep apnoea syndrome, transient ischaemic attack, vertigo, viral infection, vision blurred, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Urine hcg: negative x-ray, hysterosalpingogram (xrhystero) (B)(6) 2014 ob ultrasound ,essure" hysteroscopic tubal occlusion ,the uterus, cervix, ovaries and cul-de-sac were visualized and no abnormal finding was noted. Essure devices were seen in satisfactory position bilaterally. MRI brain with and without IV contrast , headaches; stiffness and tingling of the right side of the body as per patient for approximately 3 months. CT abdomen & pelvis wo contrast , hepatic steatosis. Punctate no obstructing left intrarenal calculus. 3 cm left ovarian cyst. (B)(6) 2014, sonogram, healthcare provider¿s comments: was told coils were in place quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune thyroiditis ("auto immune disorder disease- hashimoto's thyroiditis") in a 32-year-old female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transverse sinus thrombosis and ex-smoker in 2004. Previously administered products included for asthma: albuterol; for an unreported indication: mirena in 2014. Concurrent conditions included contrast media allergy, lyme disease, multiple sclerosis exacerbation, breast tenderness, hypothyroidism, thyroglobulin antibody positive, anxiety disorder and anesthesia. Concomitant products included lisinopril since 2008. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping - changes in period (right after implant )"), infection ("infections "), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), amnesia ("memory loss"), mastication disorder ("trouble chewing"), dysphagia ("trouble chewing and swallowing"), nausea ("nausea,") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash pruritic ("rashes on scalp with 14 of 39 excessive itchiness"), vision blurred ("blurry vision"), bacterial vaginosis ("recurrent bacterial vaginosis") and fungal infection ("yeast infection"). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), libido decreased ("decreased libido"), autoimmune thyroiditis (seriousness criterion medically significant), balance disorder ("balance problems"), vertigo ("vertigo"), depression ("worsening depression"), anxiety ("anxiety"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), fatigue ("chronic fatigue"), diverticulitis ("diverticulitis"), hepatic steatosis ("fatty liver"), blood cholesterol increased ("high cholesterol"), blood triglycerides increased ("high triglycerides"), restless legs syndrome ("restless leg syndrome"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), sleep apnoea syndrome ("worsening obstructive sleep apnea"), leukocytosis ("leukocytosis"), transient ischaemic attack ("transient ischemic attack"), palpitations ("palpitations"), viral infection ("post viral syndrome"), breast pain ("mastodynia"), vomiting ("vomiting,"), hirsutism ("hirsutism") and fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced skin reaction ("skin reactions"). In 2018, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("joint pain"), bone pain ("bone pain"), paraesthesia ("the horrible sensation in hands (tingling)"), dizziness ("I feel less dizzy") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (had a bilateral salpingectomy and corneal resection performed remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and paraesthesia had resolved and the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, hypersensitivity, libido decreased, autoimmune thyroiditis, infection, balance disorder, vertigo, depression, anxiety, mood swings, rash pruritic, allergy to metals, fatigue, diverticulitis, hepatic steatosis, alopecia, vision blurred, weight increased, abdominal distension, amnesia, mastication disorder, dysphagia, blood cholesterol increased, blood triglycerides increased, restless legs syndrome, vitamin d deficiency, sleep apnoea syndrome, nausea, bacterial vaginosis, vulvovaginal mycotic infection, leukocytosis, transient ischaemic attack, palpitations, viral infection, breast pain, vomiting, hirsutism, polycystic ovaries, back pain, arthralgia, bone pain, skin reaction, dizziness and bipolar disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune thyroiditis, back pain, bacterial vaginosis, balance disorder, bipolar disorder, blood cholesterol increased, blood triglycerides increased, bone pain, breast pain, depression, diverticulitis, dizziness, dysmenorrhoea, dysphagia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, hepatic steatosis, hirsutism, hypersensitivity, infection, leukocytosis, libido decreased, mastication disorder, mood swings, nausea, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, polycystic ovaries, rash pruritic, restless legs syndrome, skin reaction, sleep apnoea syndrome, transient ischaemic attack, vertigo, viral infection, vision blurred, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Urine hcg: negative x-ray, hysterosalpingogram (xrhystero) (B)(6) 2014. Ob ultrasound ,essure" hysteroscopic tubal occlusion ,the uterus, cervix, ovaries and cul-de-sac were visualized and no abnormal finding was noted. Essure devices were seen in satisfactory position bilaterally. MRI brain with and without IV contrast , headaches; stiffness and tingling of the right side of the body as per patient for approximately 3 months. CT abdomen & pelvis wo contrast , hepatic steatosis. Punctate no obstructing left intrarenal calculus. 3 cm left ovarian cyst. (B)(6) 2014, sonogram, healthcare provider¿s comments: was told coils were in place allergic to nickel and have had allergic, hypersensitivity reactions. Patch test performed in. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received, new reporter ,event yeast infection were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune thyroiditis ("auto immune disorder disease- hashimoto's thyroiditis") in a (B)(6) female patient who had essure (batch no. B76525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transverse sinus thrombosis and ex-smoker in 2004. Previously administered products included for asthma: albuterol; for an unreported indication: mirena in 2014. Concurrent conditions included contrast media allergy, lyme disease, multiple sclerosis exacerbation, breast tenderness, hypothyroidism, thyroglobulin antibody positive, anxiety disorder and anesthesia. Concomitant products included lisinopril since 2008. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping - changes in period (right after implant )"), infection ("infections "), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), amnesia ("memory loss"), mastication disorder ("trouble chewing"), dysphagia ("trouble chewing and swallowing"), nausea ("nausea,"), bacterial vaginosis ("recurrent bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infections"). In 2015, the patient experienced rash pruritic ("rashes on scalp with 14 of 39 excessive itchiness") and vision blurred ("blurry vision"). In 2016, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). In 2017, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), libido decreased ("decreased libido"), autoimmune thyroiditis (seriousness criterion medically significant), balance disorder ("balance problems"), vertigo ("vertigo"), depression ("worsening depression"), anxiety ("anxiety"), mood swings ("mood swings"), allergy to metals ("nickel allergy"), fatigue ("chronic fatigue"), diverticulitis ("diverticulitis"), hepatic steatosis ("fatty liver"), blood cholesterol increased ("high cholesterol"), blood triglycerides increased ("high triglycerides"), restless legs syndrome ("restless leg syndrome"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("b 12 deficiency"), sleep apnoea syndrome ("worsening obstructive sleep apnea"), leukocytosis ("leukocytosis"), transient ischaemic attack ("transient ischemic attack"), palpitations ("palpitations"), viral infection ("post viral syndrome"), breast pain ("mastodynia"), vomiting ("vomiting,"), hirsutism ("hirsutism") and fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced skin reaction ("skin reactions"). In 2018, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("joint pain"), bone pain ("bone pain"), paraesthesia ("the horrible sensation in hands (tingling)"), dizziness ("I feel less dizzy") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (had a bilateral salpingectomy and corneal resection performed remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and paraesthesia had resolved and the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, hypersensitivity, libido decreased, autoimmune thyroiditis, infection, balance disorder, vertigo, depression, anxiety, mood swings, rash pruritic, allergy to metals, fatigue, diverticulitis, hepatic steatosis, alopecia, vision blurred, weight increased, abdominal distension, amnesia, mastication disorder, dysphagia, blood cholesterol increased, blood triglycerides increased, restless legs syndrome, vitamin d deficiency, sleep apnoea syndrome, nausea, bacterial vaginosis, vulvovaginal mycotic infection, leukocytosis, transient ischaemic attack, palpitations, viral infection, breast pain, vomiting, hirsutism, polycystic ovaries, back pain, arthralgia, bone pain, skin reaction, dizziness and bipolar disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune thyroiditis, back pain, bacterial vaginosis, balance disorder, bipolar disorder, blood cholesterol increased, blood triglycerides increased, bone pain, breast pain, depression, diverticulitis, dizziness, dysmenorrhoea, dysphagia, fatigue, fibromyalgia, genital haemorrhage, hepatic steatosis, hirsutism, hypersensitivity, infection, leukocytosis, libido decreased, mastication disorder, mood swings, nausea, palpitations, paraesthesia, pelvic inflammatory disease, pelvic pain, polycystic ovaries, rash pruritic, restless legs syndrome, skin reaction, sleep apnoea syndrome, transient ischaemic attack, vertigo, viral infection, vision blurred, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Urine hcg: negative . X-ray, hysterosalpingogram (xrhystero) (B)(6) 2014. Ob ultrasound ,essure" hysteroscopic tubal occlusion ,the uterus, cervix, ovaries and cul-de-sac were visualized and no abnormal. Finding was noted. Essure devices were seen in satisfactory position bilaterally. MRI brain with and without IV contrast , headaches; stiffness and tingling of the right side of the body as per patient for approximately 3 months. CT abdomen & pelvis wo contrast , hepatic steatosis. Punctate no obstructing left intrarenal calculus. 3 cm left ovarian cyst. (B)(6) 2014, sonogram, healthcare provider¿s comments: was told coils were in place . Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and mr received, new reporter, patient demographic information , patient relevant information ,lab data ,essure start date stop date ,indication, lot number ,abnormal bleeding, cramping - changes in period (right after implant), allergic or hypersensitivity reaction, decreased libido, autoimmune disorder disease- hashimoto's thyroiditis, fibromyalgia, infections, balance problems, vertigo, worsening depression, anxiety, mood swings, rashes on scalp with 14 of 39 excessive itchiness pelvic inflammatory disease, balance problems and vertigo, worsening depression and anxiety, mood swings, rashes on scalp with 14 of 39 excessive itchiness, nickel allergy, chronic fatigue, diverticulitis and fatty liver, hair loss, blurry vision, weight gain, bloating, trouble chewing and swallowing, high cholesterol & high triglycerides, severe and persistent pain, restless leg syndrome, vitamin d and b 12 deficiency, worsening obstructive sleep apnea, nausea, recurrent bacterial. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.